Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany. Customer complaint that the wrong suture is inside the package. Box say: (B)(4)(lot1174461) - inside is: (B)(4).

Manufacturer narrative:
Samples received: 2 open boxes (36 unopened pouches each box). Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received two boxes that contain 36 units each box of the code c2026804 (premicron green 4/0(1.5) 75cm 2xhr17) and batch 117461 instead of the code c2026904 (premicron green 4/0(1.5) 90cm 2xhr17) and batch 117461. Both products were conditioned the same day in the manufacturing line. The boxes labels were exchanged by mistake of both manufacturing orders and it was not correctly checked that the boxes and product inside did not match. Final conclusion: taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: re-training of the involved personnel (conditioning and documentary review). Furthermore, this complaint is recorded for trending analysis to assess if actions are needed in the future.